Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The reporter stated the patient had labile blood glucose for several weeks which they attributed to the patient being sick. The event date, patient was admitted to the hospital and diagnosed as in dka. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.